Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. The unit was returned for failure analysis and the reported failure (multiple errors) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not able to utilize monopolar energy. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, reproduce the issue and replaced the integrated electrosurgical unit (iesu) to resolve it. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the isi device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.